Event description:
The manufacturer received info alleging a ventilator would not power on. There was no pt harm or injury reported. The device has yet to be evaluated/returned to the manufacturer and an MDR decision is now due. Based on the available info, the device will not power on which would impact the ability of the device to deliver the prescribed therapy to the published specifications. An initial only report will be filed with the FDA.